Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured as rising to high pacing impedance and high thresholds were noted. Additionally, the lead was suspected to be oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.